Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the stent delivery system (sds) found that the device was returned with blood in the guide wire lumen and on the balloon. There was contrast in the inflation lumen. The stent implant was stationary on the balloon. The proximal end of the stent implant was 2.5 mm distal to the proximal balloon marker. The distal end of the stent implant was 2 mm proximal to the distal shoulders. There were crimp marks on the balloon between the markers of the tightly folded balloon suggesting the stent was properly and firmly placed on the balloon at the time of manufacturing. There were flared struts in the middle section of the stent implant consistent with the reported stent damage during withdrawal of the sds. There was no other damage noted to the stent implant. There were no kinks noted to the distal shaft or the tip. There was no other damage noted to the sds. Reportedly, there was heavy calcification in this case, which likely caused the stent to interact with the calcification and contribute to the reported loose stent. Based on the reported stent strut being lifted in a distal direction, it appears that the stent interacted with the guiding catheter during withdrawal of the sds and subsequently led to the reported stent damage. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database found no similar incidents. Based on the investigation, there does not appear to be any indication of a product quality deficiency. All stent delivery systems are inspected for stent damage, proper stent placement and crimped stent outer diameter. Additionally, a sampling of units is destructively tested to verify stent dislodgement force prior to release of the lot.

Event description:
It was reported that after pre-dilatation, the xience v stent delivery system (sds) was positioned in the heavily calcified, right coronary artery lesion without resistance. Before attempted stent deployment, it was noticed that the stent was no longer lined up on the balloon between the markers, however, the stent remained on the sds. After the sds was removed without difficulty through the guide catheter, it was noticed that a strut in the mid-portion of the stent was sticking straight up. There was no adverse patient effect or clinically significant delay in procedure or therapy. The procedure was completed using another xience v stent. No additional information was provided.